Event description:
It was reported that during a surgery the device did not work. There was not back up device available. Neither delay or patient injury reported.

Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: (1) there may have been an issue with another device used as part of the system. (2) there may have been a loose cable connection between the returned controller and the device which could cause non-functionality of the device. There are no indications to suggest the device did not meet product specifications upon release into distribution.